Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing unexplainable elevated blood glucose of 201-456 mg/dl for one week. The pt changed the infusion set and bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.